Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Work order (B)(4) - es fhcubie drawer 5 failed. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08 feb 2022 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "fh aux drawer 5 not detected closed" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the full-height auxiliary drawer 5 was not detected as closed. The back panel was removed, and the bus wire was inspected for cut marks; none were found. The latch sensor light was off. The latch components were inspected, and the magnet was found to be missing from the inspection assembly. The inspection assembly was replaced. The device was rebooted, and all lights were properly illuminated upon reboot. The customer was able to successfully recover the failed drawer without further issues. During dchu visual inspection p/n 121085-01: assy cbl pyxibus 7 drawer (a): was received with the black marks and copper strands exposed. Assy cbl pyxibus 7 drawer (b): was received with signs of physical damage. During dchu testing p/n 121085-01: assy cbl pyxibus 7 drawer (a): the testing from dchu was not necessarily due to the thermal damage observed. Assy cbl pyxibus 7 drawer (b): further testing was not required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "fh aux drawer 5 not detected closed" was due to: a the damaged "assy cbl pyxibus 7 drawer (p/n 121085-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality. A faulty "assy cbl pyxibus 7 drawer (p/n 121085-01) due to physical damage along the cable, which compromised the proper functionality of the part received

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 5 not detected on bus. As per part investigation, it was determined that there were damaged assy cbl pyxibus 7 drawer which had signs of exposed copper strands which led to the observed thermal damage and faulty assy cbl pyxibus 7 drawer due to physical damage along the cable. There were no adverse events or injuries reported based on this event.